Event description:
The balloon was inflated slowly, and at 14 atm the balloon burst. The physician tried to remove the angiosculpt device but would not fit through the sheath because the balloon bunched. The physician removed the angiosculpt device and the sheath together keeping the guide wire in place. The physician re-inserted the sheath in the same entry site and stented the lesion to complete the procedure. The stent placement was planned and not the result of the angiosculpt device. Upon removal, it was noticed that the balloon had split in the middle but remained intact to the bonds.

Manufacturer narrative:
During withdrawal, the angiosculpt device would not fit through the introducer sheath. The device was removed together with the sheath. The sheath was re-inserted in the same entry site, thus, resulting in prolongation of the case. The angiosculpt device was returned intact to the introducer sheath. Visual examination confirmed a radial balloon burst and the balloon was accordion at the distal end. During functional testing, the device was unable to be removed from the sheath so the shaft was cut distal to the strain relief. At this point, the device was able to be removed from the sheath and a stretched transition tubing was observed. It is possible that the severly calcified and tortuous lesion caused or contributed to the radial balloon burst. Based on the lab analysis, the evidence of the stretched transition tubing suggests that the device experienced excessive exertion of force applied by the user.